Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 (configuration option settings checksum is not 0). The alarm occurred when the device is turned on and ¿unplugged from the wall¿. There was no patient involvement. No additional information is available.